Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition and regurgitation requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal or severe leaflet or root calcification, severe septal hypertrophy, mitral annular calcification), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the too aortic placement, and subsequent pvl was likely caused by a combination of patient (severe native aortic annular and root calcification) and procedural factors (balloon burst during valve deployment). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), the transfemoral insertion of the rf3 system and the valve alignment went very easily. The valve was placed 50:50 across the native annulus. During deployment of the valve, while holding inflation for 3 seconds, the delivery system (ds) balloon burst. This resulted in the aortic movement of the valve, and the valve landed 70:30 aortic, with moderate pvl. A second valve was placed 60:40, which resulted in mild pvl. The patient left the room in stable condition.